Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is experiencing intermittent access to sound with the device with jaw movements. Re-implantation is being pursued.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are related to the removal surgery. This is a final report.

Event description:
The patient was experiencing intermittent access to sound with the device with jaw movements. He experiences this with both of his audioprocessors. The patient was re-implanted.